Manufacturer narrative:
Initial

Event description:
It was reported that the ilet was dropped while the user was removing the case, resulting in the device splitting into two pieces with the case holding it together, and the user reported normal blood glucose readings while expressing concern about future insulin delivery; the issue aligned with a device bonding/separation problem involving the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with mechanical damage from impact, correlating to a loss of or failure to bond affecting the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.